Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the hcp had difficulty finding data on accuracy for infusion rates and discrepancies in residual volumes at refill. The hcp was also requesting data on consistency over time, as they had a pump that was consistently underinfusing. They hadn't worked out the percentages yet, but there was "?2 mls in the reservoir than expected every time." There were no reported symptoms. No complications were reported or anticipated.